Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. The customer stated that two buttons on the insulin pump were stuck for a period of time and were unresponsive. The customer stated that both buttons got unstuck overnight. The customer's blood glucose was 230mg/dl at the time of the incident. The customer could not recall any significant events leading to the keypad issues. The customer was assisted with troubleshooting. The buttons were found to be responsive. The menu button and arrow buttons allowed proper navigation. The alarm history was reviewed and two instances of stuck button alarm were found. The customer states that all buttons are responding. The customer was advised to monitor the pump and to call back if the issues continue. The product was not returned for analysis.